Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly which resolved the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the service indicator is present and there are logged event codes in the device's memory. The customer also stated that the device was dropped and there is some physical damage. There was no patient use associated with the reported issue. Upon evaluating the customer's device, physio observed that the device would not deliver defibrillation energy properly. The device displayed an "abnormal energy delivered" message and delivered 103 joules when the device was set at 200 joules. The device may deliver wrong defibrillation therapy to a patient, if it was needed.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and found that filter, designator fl29, was electrically open due to being physically cracked. This caused the positive portion of the biphasic waveform to be missing.